Event description:
Information received by medtronic indicated that the customer was unable to run carelink uploader after failed installation. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"Complaint summary: user reported seeing error message when launching carelink uploader. Investigation/testing summary: an attempt to reproduce the issue was not performed as user description and error code were sufficient to identify issue and most likely cause. Carelink support confirmed through documentation that error code "1c" indicates that the wincarelinklauncher.exe was launched directly through the exe instead of the "upload" button on the carelink website. Supplied helpline and customer with the following troubleshooting steps: error code "1c" indicates that uploader was launched directly instead of clicking the "upload" button on the carelink website. This error should be easy to avoid. Would it to be possible get the installation log from this user? The logs should provide insight into the ram error. It will be stored in the following folder: "c:\program files\medtronic\carelink\uploader\dss\carelinkuploader-install.txt". Also, what is the carelink username for the person installing uploader? The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_y, version pch00104012. (Most likely) root cause: user launched carelink uploader directly, not through carelink website as intended. Analysis summary: determined meaning of error message reported, provided helpline instructions to resolve the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.